Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to moisture damage internal battery connector and electrical board 1. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test or verify no delivery, battery power loss alarms or button keypad anomaly due to the failed battery test alarm. Device had cracked battery tube threads, cracked keypad overlay. Unit p-cap / test reservoir does in place properly. No moisture/damage keypad traces during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the button were sticking, random no delivery alarm, insulin pump shut off and was unresponsive and had a crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.